Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed small bleeding wounds under the front sensing electrodes. Nursing staff advised the patient had been scratching the wounds. There was no alleged device malfunction contributing to the irritation. Nursing staff advised the wounds had deteriorated which required surgical treatment. Bepanthen ointment was applied as well. The outcome of the rash is unknown as follow up attempts were unsuccessful.